Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: 7071257, model: sc-2352-50, serial: (B)(4), batch: 7071257.

Event description:
It was reported that the patient underwent a revision procedure wherein the leads were repositioned due to an unknown reason.